Manufacturer narrative:
The reported events are for lead dislodgement and failure to capture. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. The s-curve hump height was measured within specification.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that no capture was present on the left ventricular lead. Dislodgement was confirmed. The lead was capped (B)(6) 2020 and replaced. The patient was stable.